Manufacturer narrative:
Retainer = black. Case type = ngp. The customer returned the pump for alleged pump error 43 and pump error 130 alarms found on 2/4/2023. The pump was received with a corroded battery tube and passed all functional testing including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches however, there was no vibrate during the self test. Activated and deactivated the vibrate function from the sound and vibration settings menu and the vibrator did not respond. The pump history and trace files were successfully downloaded using thump. There were no pump error 43 or pump error 130 alarms noted during testing. A review of the pump history file reveals on 2/4/2023 there were five (5) pump error 130 (linenumber 602 filenumber (B)(4) ) alarms (21:27, 21:37, 21:46, 21:57, and 22:03), five (5) pump error 43 (linenumber 752 filenumber (B)(4) ) alarms (21:33, 21:35, 21:36, 21:37, and 21:46), and finally a pump error 60 (linenumber 1747 filenumber (B)(4) ) alarm (22:04) that occurred. The pump was cut open for visual inspection. Moisture damage and corrosion was found on the electronic assembly (pcba 1 and pcba 2) and vibrate harness assembly; rust and corrosion were found on the motor and force sensor. Non operational vibrate motor, pump error 43, pump error 130, and pump error 60 alarms are confirmed due to the extensive moisture damage on the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: corroded battery tube, scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, serial number label stained and faded, and pillowing keypad overlay. Non operational vibrate motor, pump error 43, pump error 130, and pump error 60 alarms are confirmed due to the extensive moisture damage on the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement(pump error 130) and an error in the motor was detected by reading unexpected value from hall sensor(pump error 43). No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully. Advised the customer to do a displacement test on the pump and it got passed. However, the pump error occurred during rewind. The customer will discontinue using the insulin pump and will be returned for analysis.